Event description:
The customer reported that there was an 'overvoltage error' message displayed. This error is likely to result in an immediate loss of system functionality and an un-commended shut down. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator was evaluated and re-calibrated. The system was tested and found to be working as intended and returned to service.